Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, 70% stenosed lesion in the right coronary artery (rca). A 2.80x16mm graftmaster covered stent was advanced to treat a perforation caused by another device, however it failed to reach the target lesion due to the difficult anatomy. A non-abbott stent was able to cross and be implanted to successfully complete the procedure. There was no adverse patient sequela. No additional information was provided.